Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 319 occurred on the universal surgical manipulator (usm). The tse had the customer perform a hard power cycle, but the issue persisted. The customer stated that the case only required three usm arms; therefore, the customer would attempt to set up for a 3-arm system. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the procedure was completed robotically with the remaining three arms without any complications.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The usm 3 was analyzed and 319 error was found indicating a communication fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system where the component functioned as expected. The unit w then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the fcp was inspected, and faults could be identified.

Event description:
Refer to h11 for follow-up information.